Manufacturer narrative:
One sample device was returned. The original packaging was not received with the device. The product did not contain a lot number identification. The device was evaluated. The root cause of the reported issue could not be conclusively determined. However; this seems to be a user related problem since as per the IFU, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 22-oct-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 17-sep-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 9611594-2021-00125 for the second event. It was reported "these tubes all burst while the nurses were attempting to clear a clog." There was no reported injury. The tube clogged and subsequently burst very proximal on the feeding tube in the patient's oropharynx..